Event description:
Patient was revised to address infection. Intraoperatively noted loosening of the diaphysis and poly wear.

Manufacturer narrative:
Examination was not possible, ast the products were not returned. Although the products were not returned, depuy another country reports an initial prosthetics conflict may be a contributing factor. This conflict is favoured by the design of this prosthesis (concept of reverse joint), it can have many clinical or anatomical origins. The dhrs analysis shows a conformance with regard of their respective definition. The avoid this risk, the delta xtend reverse joint was changed to integrate this aspect. No further action taken. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.